Event description:
Healthcare professional reported, left side rupture. Confirmed via MRI. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Gel bleed: no observed. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side rupture confirmed via MRI. Healthcare professional later reported "free gel". The device has been explanted.

Event description:
Healthcare professional, later reported, "gel bleed". Device has been explanted.